Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 58-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test" on (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 24 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced back pain ("back pain"). The patient was treated with surgery (hysterectomy( partial) and oophorectomy (one side removal of ovary) to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain, back pain, migraine and headache outcome was unknown. The reporter considered back pain, headache, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted regarding essure removal. As per pfs, essure not removed. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received: new reporter, patient demographic information, product indication updated, new events migraine, headache, back pain and device monitoring procedure not performed added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.